Event description:
It was reported that several episodes of automatic mode switch (ams) due to oversensing of right atrial (ra) lead noise were noted in a remote transmission. The patient had been feeling dizzy. The patient presented to the clinic and programming changes were made.